Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscopic controller (ec) has been returned and evaluated by the failure analysis (fa) team. The failure analysis investigations replicated the reported failure. During failure analysis, the ec was installed into the test system, and it failed with error 48204 (error 48204 light engine sensor self-test failed) during the video test. The light engine was the cause of the issue and would be replaced. The light engine sensor check was performed and was over >5%. The light engine will be replaced. The visual inspection showed no visual damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted the technical support engineer (tse) and reported an advisory message stating that image quality was deficient on both endoscopes and tried cleaning the endoscopic controller (ec) connector and restarted the system. Advisory error message was for ec sensor issue. The ec needed replacement. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the advisory message did affect the procedure. The same endoscopic controller/connector was not used to complete the procedure. The advisory message was not resolved during the procedure after restarting the system. The procedure was completed robotically using another vision side cart. The hospital did not share patient information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic controller (ec) to correct the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the ec returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).